Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the customer's problem was able to be verified. The device was having a blockage issue. The device also failed syringe sensor and lead screw tests. The downstream occlusion sensor was defective and found to be the root cause of the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received indicating that the pump gave "error: not ready pushrod must move forward, remove cartridge then press ok". The reporter stated that the cartridge was filled with enough drug. The patient tried these steps multiple times, but the error would not correct. No adverse effects reported.